Manufacturer narrative:
DHR investigation did not show issues related to complaint. Complaint can not be confirmed since the sample was not available for investigation, therefore, it is not possible to determine the root cause for the defect reported and a corrective action for it. The manufacturer will continue to monitor and trend relating complaints.

Event description:
Alleged issue: while attempting to ligate a vessel, a clip dislodged from the robotic applier. No patient consequences. Patient condition reported as fine.